Event description:
(B)(4) - mps (B)(6) reported motor index error while performing presurgery check. After many random errors, the cpci was suspected to be the fault. Pn-211123 was swapped but the errors remained. The problem ended up being dust on the scale of j5. After it was cleaned, no more errors came up. Update per mps: case type: pka, delay of > 30 minutes but less than one hour.

Manufacturer narrative:
"Reported event: mps reported motor index error while performing presurgery check. Device evaluation and results: per (B)(4): after many random errors, the cpci was suspected to be the fault. Pn-211123 was swapped but the errors remained. The problem ended up being dust on the scale of j5. Product history review: a review of device history records shows that on 06/04/2015 1 device was/were inspected and no data device was/were placed on nc/npr/qt: qt (B)(4) revealed that the non-conformance is/are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: after it was cleaned, no more errors came up. Mako is ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) (B)(6) reported motor index error while performing presurgery check. After many random errors, the cpci was suspected to be the fault. Pn-211123 was swapped but the errors remained. The problem ended up being dust on the scale of j5. After it was cleaned, no more errors came up. ****update per mps**** case type: pka, delay of > 30 minutes but less than one hour.